Event description:
It was reported that the aq2010v silicone three piece lens tore as the surgeon was inserting it. The lens was removed without any patient injury and discarded. The reporter stated the incident was due to a loading error and not related to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4).